Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning was completed immediately after the procedure and involved flushing the air/water channel with water and injecting air using the adapter. Pre-soaking was done prior to manual cleaning. The scope passed a leak test and anioxyme x3 was used as a detergent for manual cleaning. The instrument/suction channel, aspiration channel, biopsy channel, suction cylinder and erector were brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution, the forceps elevator was flushed, the distal end was brushed with a channel opening brush and single use soft brush, and the distal end was flushed with the distal end flushing adapter. Manual disinfection was not done. A wassenburg automatic endoscope reprocessor (aer) was used with wassenburg endohigh detergent and endohigh paa disinfectant. All channels were connected with tubes when setting up the aer, the concentration and expiration date of the disinfectant was controlled, the water quality of the rinse water was controlled and the water filter was replaced according to the instruction for use (IFU). The scope was dried using a clean paper towel/wipe and filtered compressed air. The scope was stored in a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 04, 2023. Sampling from: biopsy ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: aug 04, 2023. Sampling from: biopsy ch/suction ch. Cfu: 1cfu(3cfu/100ml). Bacterial identification: micrococcaceae. Sampling date: aug 04, 2023. Sampling from: a/w ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: aug 04, 2023. Sampling from: tip of channel. Cfu: <1cfu. Bacterial identification: n/a. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the light guide rod lens was chipped, the connecting tube had snakiness, and angulation was reduced. A supplemental report will be submitted upon receiving any additional information.